Manufacturer narrative:
Unit passed all functional tests including displacement, and self tests; however, hardware low level failures and interprocessor communication error are confirmed in the pump history file due to software errors. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
Customer reported via phone call that they had an error hardware low level failures. The customer¿s blood glucose was 146 mg/dl. Customer states they are able to rewind the pump. Customer states pump was exposed to a high magnetic field. Customer also states they received interprocessor communication error. Customer assisted with displacement test but no reservoir detected. Customer also states that self test passed. Customer received sensor updating alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.